Manufacturer narrative:
The field service engineer previously reported receiving information alleged a ventilator's screen is not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue.

Manufacturer narrative:
Device not return.

Event description:
The field service engineer received information alleging a ventilator's screen is not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The field service engineer previously reported receiving information alleged a ventilator¿s screen is not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s display interface board was replaced to address the issue.

Manufacturer narrative:
The field service engineer previously reported receiving information alleged a ventilator¿s screen is not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s display interface board was replaced to address the issue. The interface board was evaluated by the manufacturer's product investigation laboratory (pil) and found the interface board functioned as designed and operated without issue or error codes.